Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 55% to 5% after being connected to a power source. In addition, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose (bg) level was 258 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.